Event description:
The following was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis devices. The physician attempted to implant a contralateral leg endoprosthesis in the right common iliac artery while pushing it upward. However, the contralateral leg endoprosthesis partially covered the right internal iliac artery because it was not pushed upward sufficiently. Angiography revealed slightly delayed flow in the right internal iliac artery. The procedure was concluded, and the patient tolerated the procedure.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The reported information indicates a potential device malfunction, related to unintentional vessel coverage, has occurred. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. As reported, the right internal iliac artery was unintentionally, partially covered following deployment of the contralateral leg, resulting in slightly delayed blood flow. As reported, the physician attempted to implant the contralateral leg endoprosthesis while pushing it upward; it reportedly was not pushed upward sufficiently. The device instructions for use (IFU) provide instruction for properly positioning the device prior to deployment, and attempting to move or push the device during deployment is inconsistent with the device IFU which advise stabilizing the delivery catheter and pulling the deployment knob in a steady and continuous manner. Therefore, the cause of the primary reported complaint can be attributed to the reasonably foreseeable misuse of the user moving the device during deployment. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.